Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of an angulation malfunction was confirmed; the bending angle in up direction did not meet the standard value. In addition, device evaluation found that the image guide had coating that was peeling, a cut on the insulation causing the resistance value to not meet standard value, as well as a dent, scratch and discoloration. Additional evaluation findings are as follows: bending tube deformation causing the bending angle in the up direction to exceed the standard value, and a dent, bending section cover had a chip, and adhesive also had a chip, channel tube was deformed and had buckling and the forceps and channel cleaning brush could not be inserted smoothly, both the scope connector and the scope connector cover unit were discolored and scratched, the universal cord, switch box, up down plate and control unit all had scratches, the insertion tube rotation ring, angulation lever and grip were all was discolored and had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an angulation malfunction. There was no delay or report of patient harm associated with the event. The device was returned and evaluated; it was found that the image guide had coating that was peeling. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.